Manufacturer narrative:
H6 - component code 515 (stent) added. A review of the manufacturing records indicated the lot met pre-release manufacturing specifications. H6 - investigation findings updated to code 3221 (no findings available). H6 - investigation conclusions updated to code 4315 (cause not established).

Manufacturer narrative:
Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium apl, which in covalently bound to the device surface and is essentially/non-eluting.

Event description:
The following was reported to gore: on (B)(6) 2021, a gore® viabahn® vbx balloon expandable endoprosthesis (vbx) device was intended for use in the left common iliac artery. After the vbx device was successfully delivered in the left common iliac through a 8fr x 90 terumo introducer sheath in right brachial artery. The vbx delivery catheter broke near the handle as it was being removed by the physician. The remaining delivery catheter was successfully removed from the patient. The patient did not experience any adverse consequences.